Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was difficult to operate and was unable to deliver insulin. The following information was provided by the initial reporter: it was reported by the consumer the black bar inside the pen did not advance when inserted into the cartridge.   Verbatim: the patient received insulin lispro (rdna origin) injections (humalog, cartridge), via a reusable pen (humapen luxura half dose), at10iu tid, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 1999. On an unknown date, while on insulin lispro treatment, humapen luxura half dose (hd) had an issue and prevented her from applying the drug. The black bar inside the pen did not advanced when she inserted the cartridge into it. She applied evacuated at least 4-5 times and changed the needle tip, but the stuck problem did not improve. Humapen luxura half dose gave 1 unit but did not gave rest. She noticed the problem while injecting the drug into the skin and that the head of the pen did not go down. Bd microfine needle tip was being used. Information regarding the corrective treatment, outcome of the event and status of insulin lispro therapy were not provided. The operator of the humapen luxura half dose was patient and her training status was not provided. The humapen luxura half dose pen general model duration of use and suspect humapen luxura half dose duration of use were not provided but it was started since 2011. Action taken with the suspect humapen luxura half dose and its return status was unknown.